Event description:
The customer reports that the device has shock equipment malfunction. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has shock equipment malfunction. There was no reported pt involvement. Philips field service engineer evaluated the device and reproduced the complaint. The therapy pca was replaced to resolve the problem. We will consider this a malfunction of the therapy pca that caused the device to have a shock equipment malfunction error message.